Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a 35 voltage failure. There was patient involvement, but no one was harmed.

Manufacturer narrative:
Date recvd by MFR 12jun2019 date of report 31jul2019 the manufacturer¿s field service engineer (fse) confirmed the reported 35 voltage failure alarm issue. The fse replaced the power management printed circuit board assembly to address the reported problem. The unit was checked overall, cleaned and functionally tested and no abnormality was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.